Manufacturer narrative:
The customer's report was observed and attributed to lifted pads on the controller board. The controller board was determined to be unrepairable and was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.